Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2009-06583. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After predilating the lesion with a 2.5mm non-bsc balloon, the 2.75x28mm taxus liberte stent delivery system was advanced, but it was unable to cross the lesion. When the device was removed and examined, the stent was found to be damaged. Another attempt was made with a 2.75x20mm taxus liberte stent delivery system. The device was also unable to cross the target lesion, and when it was removed, the stent was found to be damaged. The procedure was completed with another taxus liberte stent without pt complications. The pt's condition post procedure was reported to be good.